Manufacturer narrative:
Follow-up #1/final report issued to include additional information as indicated below. K2m has made several follow-up attempts at gathering further information. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. While there are several main contributors to implant back outs, including inadequate supplemental fixation, inadequate contralateral annulus release and endplate preparation, and inappropriately sized cages, no definitive conclusions were made as to the exact cause of this cass. However, surgeon speculated as to how the cages backed out and reportedly believes that they were sitting too proud of the ipsilateral side of the construct, reducing the contact area and friction between the implants and the endplates' apophyseal rings. Reportedly, surgeon also agreed that the first implant's height was undersized. The corresponding risk assessments in place were reviewed and determined that they properly addressed the scenario described in this case. The probability and severity associated with these hazards found to be accurately assigned and then no edits were required as a result of this case investigation. The review of the surveillance report did not reveal any contributing information/trends

Event description:
Manufacturer was made aware that an aluetian lateral cage backed out of disc space.

Manufacturer narrative:
Manufacturer was made aware of an aleutian cage backing out of disc space approximately 1 month post-op. Patient was revised. X-rays were made available for review. Implants were visually inspected and manufacturing and inspection records were reviewed and no discrepancies or contributing factors to this incident were found. The initial report issued to include k2m's risk assessment review as indicated below. Risk: the interbodies risk analysis, risk-003 rev 6: hazard analysis, line 11-12, 28: cage backs out, addresses the scenario described in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. Technique: the surgical technique guide and IFU are accurate and available to the surgeon - no edits required. Dimensional/material: a review of the per surveillance report did not reveal any contributing information/trends. Manufacturer will file a follow-up report once new or additional information becomes available.